Event description:
It was reported that the jaws would not close completely and when the doctor tried to open them they would not open either during a lap liver resection. Customer was only able to remove the device by removing the trocar and device as one. Customer completed the procedure with a second device and second trocar. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and not returned. In addition, there was a trocar inserted in the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.